Event description:
A surgeon reported that the chrome was coming off of the phacoemulsification tip during a procedure. The case was completed with no reported harm to the patient. It was noted that a CT scan is pending to check for any metal fragments in the eye.

Manufacturer narrative:
No samples were returned for evaluation for "chrome coming off tip." No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the "chrome coming off tip" cannot be determined from this evaluation. Phaco tips are made from titanium, not chrome. The phaco tips go through a manufacturing process called anodization which is used to produce a color to identify the phaco tip style. The color is created from the refraction of light by changing the titanium metal surface in a liquid solution in the area the tip is colored. All tips are 100% visually inspected prior to their release. (B)(4).